Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a combined mitraclip and triclip procedure to treat degenerative mitral regurgitation with a grade of 4 and tricuspid regurgitation. It was noted the mean pressure gradient was 3mmhg. A triclip steerable guide catheter was inserted and advanced into the left atrium. An xtw clip inserted, and grasping was performed. However, after the leaflets were grasped, the mean pressure gradient increased to 8mmhg. Due to the increased gradient, the physician decided to removed and replace the clip. When the clip was removed, the gradient returned to 3mmhg. An ntw clip was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. It was noted there was an interaction between the clip and chordae. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. One clip was then deployed, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue, off-label use, and difficult positioning due to anatomy could not be replicated in a testing environment. Additionally, the l-lock tabs and gripper lines were observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue was unable to be determined. The reported off-label use was associated with the user using a mitraclip delivery system with a triclip steerable guide catheter on the mitral valve. The reported difficult positioning in anatomy associated with clip trapped in chordae was due to procedural circumstances. The observed broken l-lock tabs and gripper lines appear to be related to troubleshooting the reported difficult positioning in anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.